Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . B3: date of event unknown / not provided . E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #3 fractured and was removed.

Event description:
With FDA

Manufacturer narrative:
Added 0001038806-2026-00224.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D2. Type of device. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H4: device manufacturer date. H10: additional narrative. This supplemental report is submitted per FDA email request in order to submit product code dze

Event description:
No further event information is available at the time of this report.